Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from human patients undergoing a cardiac catheterization procedure. On 7/7/14, the customer repoted that the ep lab went blank and a white box appeared to log off or switch user. Merge installed the hemomonitor debug patch to all the labs at the facility to resolve the issue. This error impacts the physician's ability to continue vitals monitoring during cath procedures. (B)(4).